Manufacturer narrative:
(B)(4). Evaluation results: tortuosity, calcification and stenosis. Force used through lesion. Failure to deliver the stent and stent deformation. Evaluation conclusion: tortuosity, calcification and stenosis. Extra support was required during delivery of the stent. Force used through lesion.

Event description:
An attempt was made to deploy a 2.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent in to a patient. The target lesion, located in the lcx, was described as moderately tortuous, calcified and with 99% stenosis. Pre dilatation was performed, but 50% stenosis remained after pre dilatation. It was reported that when the physician attempted to deliver the relevant device, resistance was felt. Some force was applied to the device; however, it was unable to move forward. With enhancement of the backup support of the guide catheter, the physician re-attempted crossing the lesion, but if did not cross. The device was removed from the patient body and it was found there was a kink on the shaft and deformation on the stent. The patient is reported to be fine and no other clinical sequelae were reported. Evaluation summary: medtronic has received the relevant stent and its analysis has been completed. The hypotube was bent, wavy and kinked 9cm, 17.5cm and 19cm distal to the strain relief. The stent was positioned on the balloon as per specifications. The first proximal stent segment was raised, deformed and pulled distally. The catheter tip was damaged.